Manufacturer narrative:
(B)(4).

Event description:
Information was received from a health care professional (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for dystonia and movement disorders. It was reported the device was not working correctly and needed to be programmed. No symptoms were reported. Further follow-up was being conducted to determine when the device began not working, to clarify the issue, what the cause was, what troubleshooting/actions/interventions were performed, and if the issue was resolved. If additional information is received, a follow-up report will be submitted.